Event description:
The customer alleged there was no audio alarm during an alarm condition. The mallinckrodt customer support engineer (cse) inspected the device and found that both wires attached to the alarm assembly were loose. The cse tightened the screws to the wire and the unit passed extended self testing.